Manufacturer narrative:
Additional information was received that the physician believed that the ipg was buried too deep. The physician suspected device malfunction and preferred to replace the ipg as the cause of the issue was unknown. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the patient had not been able to get the charger to connect to the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1200 (sn: (B)(4)) device evaluation indicated that the complaint of difficulty charging was not confirmed.the implant easily coupled with multiple chargers. Charge profile revealed the implant was not charged while implanted. The root cause of this was the device was implanted too deeply to couple with the charger. Battery profile revealed a maximum depletion rate of 5mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the patient had not been able to get the charger to connect to the ipg. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the patient had not been able to get the charger to connect to the ipg. The patient underwent an ipg replacement procedure.